Event description:
The customer alleged, a 7200 ae ventilator was being used in an ambulance. After being plugged into the ambulance inverter, the inverter started smoking. It was reported that flames were seen for a few seconds in the area of the ventilator's utility panel. There were no injuries as a result of the incident. The MFR's customer support engineer (cse) inspected the device and found that the mov (metal oxide varistor) opened and had burn marks. There were no other signs of damage indicating a fire. There were no smoke marks, flame marks, or brittle discolored wire. The cse replaced the utility panel. Other parts were replaced as requested by the customer as a precaution due to the reported nature of the incident. Age and wear were other factors for replacement. The unit passed extended self testing. It is not verified that the ventilator malfunctioned and no malfunction may have occurred. The mov is designed to protect the device in a high current condition.